Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted without explanation during normal use. The cns shut down for about 15 minutes, and then came back on without anyone touching it. Later the bme reported that a nurse stated that the cns made a fire alarm sound before shutting down. The device was monitoring bedside monitor (bsm) and telemetry transmitter (tele). Both hard drives in the cns have a good status. There were no power outages either. There isn't an explanation as to why this device rebooted. Cns log sent to nihon kohden. No patient harm reported. Investigation conclusion: the cns logs revealed that multiple copies had been created. All of them are generated off of a corrupted hdd, so the issue contaminated all the systems. Based on the customer records, only two brand new hdd had been bought from nka in march 2018. The customer has to install and set up the cns cleanly from the original operating system using the correct procedure. Furthermore, hard drive failures probably attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). The customer needs to make sure that hdds get replaced with a clean and brand new hdd provided by nka every two years. The root cause of the failure is determined to be imaging hard disk drives off of a corrupted hard disk containing a broken file system structure. The nature of the event is use error. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but no model or serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Bedside monitors: model: ni, sn: ni. Telemetry transmitters: model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted without explanation during normal use. The cns shut down for about 15 minutes, and then came back on without anyone touching it. Later the bme reported that a nurse stated that the cns made a fire alarm sound before shutting down. The device was monitoring bedside monitor (bsm) and telemetry transmitter (tele). Both hard drives in the cns have a good status. There were no power outages either. There isn't an explanation as to why this device rebooted. Cns log sent to nihon kohden. No patient harm reported. The root cause of the failure is determined to be imaging hard disk drives off of a corrupted hard disk containing a broken file system structure. The nature of the event is use error.